Event description:
A flo-gard volumetric infusion pump was reportedly set at 9 ml/hr with a 250 ml bottle of nitroglycerine in an ER setting. The clinician reported finding air in the tubing from the solution bottle, past the pump, to the last injection site before the patient. The pump was removed from use. According to clinician, no air to the patient and no patient injury associated with this report.